Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer had loaded the cartridge with cold insulin. The customer re-loaded the cartridge to resolve the issue. The customers blood glucose level was 265 mg/dl.